Manufacturer narrative:
Additional information: d9, h3, h6, h10. H10: two (2) samples were received for evaluation. A visual inspection was performed with naked eye with no issues noted. Under water pressure testing was performed with no issues noted. Functional testing including self-test and priming were performed with no issues noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were cracks on the supply lines of two (2) homechoice cassettes which resulted in leak. This was observed during priming of the devices for peritoneal dialysis (pd) therapy. The leak was further described as ¿solution was splashed from the tubes right under those white clips¿. There was no patient injury or medical intervention associated with this event. No additional information is available.